Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to ectopy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.